Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there was an erroneous 1 unit dose while the insulin pen was not in use. The customer declined to troubleshoot for the issue. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.